Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring a chest tube. Per the physician, 4 different sites were biopsied and the patient experienced a pneumothorax. The patient was hospitalized overnight for observation and was in stable condition. The patient was discharged home. A diagnosis was positive for a malignancy and the patient has begun treatment. The patient was doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization to resolve the complication.